Manufacturer narrative:
The reported events were insulation damage and oversensing noise. As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. Visual inspection found electro-cautery damaged to the outer insulation in multiple locations of the lead body. The damage found is consistent with procedural damage. The reported event of oversensing noise was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.

Event description:
Related manufacturer report number: 2017865-2024-01244. It was reported, oversensing due to noise was observed on the right ventricular (rv) and right atrial (ra) leads. During the revision procedure, lead insulation damage was observed on both the rv and ra leads. The leads were explanted and replaced to resolve the event. The patient was stable.